Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es that the device stuck on carefusion screen. The customer stated that this malfunction caused a delay to the patient care and the user managed to get medication from another station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 12-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device-stuck on carefusion screen. The technical support specialist dialed into the station and followed the steps in the guide article, went to the rss page for the affected device, selected the packages' tab, and found the package '10000403209-00 rss agent 4.10 med and pas package (build 16)'. Click 'deploy' to the right of that package. Once deployed, the application started automatically without a reboot. Once the application has started, reboot to test the auto login. The system functioned as intended after the technical support specialist investigated the device.